Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that at the post-operative interrogation, the right ventricular (rv) lead had no capture, high threshold and decreased sensing. A chest x-ray noted that the "slack" in the lead was no longer present and that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.